Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope presenting positive result in culture test even after the disinfection process. There was no patient infection as the issue was found during a routine culture of the scope. Customer had sent the equipment for inspection, requesting the verification of internal channels. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The user provided the result of culture test which was performed in the third-party labs: sampling date: unknown, sampling from: a/w-channel, cfu: unknown, bacterial identification: gram negative bacilli (stenotrophomonas maltophilia). Sampling date: unknown, sampling from: biopsy channel, cfu: unknown, bacterial identification: gram negative bacilli (kerstersia gyiorum, klebsiella pneumoniae, escherichia coli). A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. Service business center did not order to perform culture test to the third-party labs. In addition, the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. Olympus will continue to monitor field performance for this device.